Event description:
Patient underwent a bilateral implantation of a proact device (date unknown). Patient's right device subsequently became infected post-procedure. Onset date of infection is unknown. Surgical intervention was required, including an explanation of right proact device and irrigation of the implant site. Device remained intact when removed. There were no known effects to the patient.